Manufacturer narrative:
One used sample was received for evaluation for the complaint that the cuff does not inflate due to deformation or kinking of the pilot balloon tube. A lot history review could not be conducted because no lot number was identified. As received a kink at the inflation line pilot balloon junction was observed. In attempts to replicate clinical use the cuff was inflated using an ICU medical provided syringe. The cuff inflated as normal and was observed to deflate. In attempts to visualize the source of the leak the set was submerged in a water bath. A leak was observed at the cuff. Upon further inspection a cut was observed on the cuff of the set. The complaint of leakage can be confirmed due to the cut on the cuff. The probable cause of the cut is unknown. Additionally observed a kink on the inflation line. The probable cause of the kink is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It has been reported that the cuff does not inflate due to deformation or kinking of the pilot balloon tube. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.